Event description:
A syringe of meperidine cracked while being infused to pt through MFR's pca infusion pump. On inspection it appears that a piece of plastic blocked the syringe needle opening causing increased pressure and the syringe to crack. The plastic was located in the needle port of the extension set.